Event description:
It was reported that during a user inspection the cardiosave hybrid intra-aortic balloon pump (iabp) malfunctioned. The display was stiff and difficult to open and close. There was no patient involvement.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.